Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and performed according to specification.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, the balloon could not hold pressure. The pressure dropped quickly two minutes into the therapy cycle. The device was removed from the patient immediately. A second device was used to complete the procedure with no adverse patient consequences. The nurse believed there was a hole in the balloon. No fluid deficit was noted.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.